Event description:
Patient experienced violent conghing episode approximately 2-3 hrs prior to event. Pt collapsed at 04:03 in pulse less v-tach, CPR initiated tech doing compressions reports feeling "bee sting" like sensations add two other techs reported feeling "jolts" while compressions being performed. Tech doing compressions was not wearing gloves; other two techs were wearing latex gloves. Staff report seeing pt's body react from these apparent shocks at 04:16; 04:17; 04:19; 04:21; and 04:22 hours. Tech who reported "bee sting" sensation was treated in e.d. For minor burn from thumb with reddended streak going to oval reddened spot under back of watch. Tech reports hand placement during CPR compressions was very near to luer ports on ash catheter. Tech further reports pain and numbness from entrance point on thumb up across hand and up forearm. Magnet used to deactivate aicd so staff could continue c.p.r. C.p.r. Stopped and pt declared dead at 04:39.